Event description:
On (B)(6) 2013 at the (B)(6) in (B)(6), it was reported that during testing of the rpm 20-320 serial number (B)(4) for more than 2 hours at 250 rpm, the pump stopped and displayed error safety-s. When the pump was sent to the sales and service unit at maquet (B)(4), the pump displayed error eeprom when powered on. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). (B)(4), the rpm was evaluated by a technician in (B)(6) and the eeprom was reset, the tachostrobe and motor were replaced. The device was tested per the service protocol and passed all tests. (B)(4).